Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin. There was no reported impact to customer's blood glucose. Customer declined to provide further information regarding the event and declined tandem technical support's offer to perform a pump system check.